Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Tandem customer technical support provided partial systems check but customer declined further troubleshooting. Customer successfully resumed insulin deliveries. Customer's blood glucose was 85 mg/dl.